Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our (B)(6) and the 'known inherent risk' conclusion code was selected based on the field report of infection or infection-related conditions. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. There were no additional adverse patient effects reported. The crt-d was explanted.